Event description:
On 9/28/93 an aus device was implanted. On 1/17/95 the balloon was revised. On 12/31/96 changed right angle connector with a straight connector because pt had pain at connector site - no sign of infection.